Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no damage observed to the cartridge compartment. The returned cartridge cap had no damage and was able to secure fully to the pump. The pump was exercised for 24 hours with the returned caps and there were no errors, alarms, warnings that occurred. A delivery accuracy test confirmed that the pump was delivering within specifications.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 29 mmol/l with large ketones, difficulty waking up, nausea, and abdominal pain related to a cracked cartridge compartment issue. The reporter confirmed that there was damage to the cap which caused the cap to be unable to attach securely. This report is made based on the allegation that the patient experienced hyperglycemia associated with a cartridge compartment and cap damage issue.